Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) has received the e-100 generator involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the site had errors on the e-100 generator. The site tried to power cycle the e-100 generator, but the same e-100 errors occurred. Also, the site switched the vessel sealer over to the erbe generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The e-100 generator was returned for failure analysis and the reported failure was replicated. It was installed onto the test system and failed testing. On initial startup, the generator did not immediately present the issue. The vessel sealer instrument was installed with a saline dipped gauze in the jaws. The e-100 was fired with yellow pedal/sync activation and cut/seal about 100 times. During 10 times power cycling a red led was present on startup once. During this power cycle, the vision side cart (vsc) troubleshooting panel presence was still found, and energy did not fire. It was also found that when the power button was pressed, it would sometimes catch on the edge of the bezel, causing the power button to stick.

Event description:
Refer to h10/h11 for follow-up information.